Event description:
Patient was revised to address groin pain and loosening of the cup. Doi: 2008 - dor: (B)(6) 2010 (right side).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address groin pain and loosening of the cup. Update: (B)(4) 2012 - litigation papers allege: the patient suffered injury due to excess levels of chromium and cobalt in her blood. Also, patient experienced pain, swelling, and over time developed numerous cysts/tumors in and about the prosthetic hip, resulting in revision surgery. (Added head) update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated.

Manufacturer narrative:
Corrected: event/problem description, lot #, manufacture date. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.